Event description:
It was reported the pt (B)(6) experienced ineffective stimulation coverage and no therapy relief on the right side. An x-ray was taken and lead migration was detected. Surgical intervention was undertaken to address this matter and it was found that the pt's lead was fractured. As such, the lead was explanted and replaced. The pt denies experiencing any trauma which may have attributed to these issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.